Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009 and the mesh was implanted. The patient experienced a pain during walking, fatigue, fibromyalgia auto immune disease, inflammation, and sores on body were not healing. Anemia and nodular prurigo were diagnosed as well. The patient also experienced mesh erosion into vagina, urge incontinence and constant slight bleeding from vagina. Lichen sclerosis was diagnosed in 2017. No further information is available.